Manufacturer narrative:
Evaluation summary: the generator was returned and analysis did confirm the customer comment of an error message displayed. Analysis found the liquid crystal display (lcd) to be out of specification, the upper and lower cases, ring cover, two side bail covers and atrial output connector to be broken, the battery contacts compressed, the ring bent, the battery drawer contaminated and one side bail missing. (B)(4).

Event description:
It was reported that the external pulse generator displayed an error code. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator displayed an error code. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the display module. This analysis further confirmed the reported event, failure caused by a micro controller component on the display module.